Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 5478301-invalid) for female sterilisation. The patient had a medical history of pelvic pain female, endometriosis, dermoid cyst, calculus of kidney, migraine, urine output decreased, surgery (¿cosmetic surgery (breast augmentation)- 2006 ¿fracture surgery (nasal fx related to mva)- 2008 ¿tubal ligation (essure) ¿hysterectomy), abortion (3 previous pregnancy losses and a question of a possible protein-s deficiency.), parity 3 and multi gravida. Previously administered products included: alprazolam and docusate sodium. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1087 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy - right salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: please note the discrepancy in the date of hysterectomy: uterus, cervix, right ovary and fallopian tube, left fallopian tube, resection on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.004 kg/sqm. [Computerised tomogram] on (B)(6) 2017: CT abdomen pelvis without contrast reason for exam: renal stone protocol [pathology test] on (B)(6) 2014: surgical pathology report clinical history: excessive menstruation. Operation / specimen: a: endometrium, curettage b: left ovary, oophorectomy pathologic diagnosis a. Endometrium, curettage: proliferative endometrium, negative for hyperplasia and carcinoma. Separate benign cervical tissues. B. Left ovary, oophorectomy: benign ovarian cystic follicles and involuting corpus luteum. Comment: b. The entire ovary is submitted of histologic evaluation. There are no features of dermoid cyst; on (B)(6) 2015: surgical pathology report specimen: uterus, cervix, right ovary and fallopian tube, left fallopian tube, resection. [Ultrasound scan] on (B)(6) 2014: ultrasound report indication: pelvic pain. History: gravida: 8 para: 4. Previous pregnancies: abortions· 4. Gynecological history: irregular periods. Method: transvaginal ultrasound, transabdominal ultrasound. Impression: enlarged uterus with multiple fibroids. Lot number reported (5478301) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 5478301) for female sterilisation. The patient had a medical history of pelvic pain female, endometriosis, dermoid cyst, calculus of kidney, migraine, urine output decreased, surgery (¿cosmetic surgery (breast augmentation)- 2006. ¿fracture surgery (nasal fx related to mva)- 2008. ¿tubal ligation (essure). ¿hysterectomy), abortion (3 previous pregnancy losses and a question of a possible protein-s deficiency.), parity 3 and multi gravida. Previously administered products included: alprazolam and docusate sodium. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1087 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy - right salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.004 kg/sqm. [Computerised tomogram] on (B)(6) 2017: CT abdomen pelvis without contrast reason for exam: renal stone protocol. [Pathology test] on (B)(6) 2014: surgical pathology report. Clinical history: excessive menstruation. Operation / specimen: a: endometrium, curettage. B: left ovary, oophorectomy. Pathologic diagnosis: a. Endometrium, curettage: proliferative endometrium, negative for hyperplasia and carcinoma. Separate benign cervical tissues. B. Left ovary, oophorectomy: benign ovarian cystic follicles and involuting corpus luteum. Comment: b. The entire ovary is submitted of histologic evaluation. There are no features of dermoid cyst; on (B)(6) 2015: surgical pathology report. Specimen: uterus, cervix, right ovary and fallopian tube, left fallopian tube, resection. [Ultrasound scan] on (B)(6) 2014: ultrasound report. Indication: pelvic pain. History: gravida: 8 para: 4. Previous pregnancies: abortions· 4. Gynecological history: irregular periods. Method: transvaginal ultrasound, transabdominal ultrasound. Impression: enlarged uterus with multiple fibroids. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.